Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was not able to get any green lights on the telemetry portion on the monitor, during a manual transmission. Troubleshooting steps were taken to no avail. Follow up was conducted at the patient's clinic and it was noted the device had reached elective replacement indicator (eri). The device was explanted and replaced. A new transmission was manually performed successfully with the new device. No patient complications have been reported as a result of this event.